Manufacturer narrative:
In-house testing was performed on retained kit lot 160515 with the following internal serum/plasma control samples: (B)(6), and (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 160515 was reviewed. This lot met the required release specifications. The customer returned unused devices of a different kit lot (160630). The devices were tested with the following internal serum/plasma control samples: (B)(6), and (B)(6). All qc results were as expected. A review of the complaints reported (B)(6) or unconfirmed (B)(6) related to lot number 160515 showed that the complaint rate is (B)(6)%. The evidence available does not indicate that the product is performing outside label claims. The exact root cause of the reported issue could not be determined. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
A (B)(6) result was reported on a plasma sample tested with the (B)(6) determine (B)(6). The patient was confirmed (B)(6) with the abbott (B)(6) test. There is insufficient information to determine if a malfunction occurred. The patient gender, pregnancy status, treatment and patient outcome were unknown. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by (B)(6), inc.; however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted (B)(6) 2018 at (B)(6) inc. ((B)(6)).